Manufacturer narrative:
Patient weight, ethnicity & race unknown. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -04.50/+1.5/089 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Patient is doing great.